Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed frequently and required routine maintenance. A field service engineer (fse) took off the rear panel and discovered that the cables were improperly secured, leading to binding and errors. Consequently, the fse correctly re-tied the retractor band for both drawers, conducted multiple diagnostic tests without encountering any problems, replaced the scanner cable, and had the customer successfully confirm the operation through the inventory application and resolved the issue. The system functioned as intended after the field service engineer repaired the device.